Event description:
It is reported that device was implanted in 2002. Post-op, patient complained of pain. No visible signs of loosening on radiograph or clinically. Knee was tight with slight flexion contracture. The tibial baseplate was revised in 2003. A cemented baseplate and an ultra durasul insert 12 mm was implanted following resection of proximal tibia.